Manufacturer narrative:
Conclusion and justification status: the complaint states revision thr. Components were removed and replaced by a cement spacer due to infection. A complaint database search and manufacturing records did not identify any anomalies.. However without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr. Components were removed and replaced by a cement spacer due to infection.